Manufacturer narrative:
One (1) photo was shared by the customer, where the item #ch2020 is observed to be fully connected into a syringe. A leak around and inside the spiro is observed. No additional damage was observed on the photo. The complaint of leaks can be confirmed based on the photo provided by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review for lot#5589540 was reviewed and no non conformities were found that would have led the reported condition on the complaint.

Manufacturer narrative:
The device is not available for investigation. However, the customer provided a photo for evaluation. The evaluation has not yet been completed.

Event description:
The incident involved a 20ml syringe w/spinning spiros®, red cap. It was stated in the report that the doxorubicin syringe spilled onto the chemo pads at the end of the IV push. The spiros was attached correctly but somehow drug leaked out. No drug got on the patient or nurse. The patient was able to receive the majority of drug and no need to remake. On completion of IV push, the nurse noticed red drops of chemo on the chucks pad. The patient had received the full dose, but chemo was spilling out from the spiros cap. The cap filled with chemo, which typically does not happen. There was patient involvement and no patient harm reported.